Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose. The customer felt they were crashing and treated with bolus. The paramedics were contacted. The customer's blood glucose was 24mg/dl. The customer stated their blood glucose was over 200mg/dl. The customer was unable to continue the call at the moment. The customer also had issues with sensor. The customer declined delivery anomaly troubleshooting.